Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The DHR review could not be completed because the provided lot number was invalid. No additional actions can be taken at this time. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the customer states the system had not suction to it, we did a water test and the system failed, replaced the kit, I advised once she receives it to give us a call to do a official t/s with the kit and if still not working we can replace the system under warranty. S/n:(B)(6).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported ibc-authorized states the system had not suction to it, we did a water test and the system failed, replaced the kit, I advised once she receives it to give us a call to do a official t/s with the kit and if still not working we can replace the system under warranty, s/n:(B)(6).